Event description:
On 5/29/2006, the lay pt contacted lifescan (lfs) alleging that her one touch basic enhanced meter was reading inaccurately high. The medical affairs specialist spoke with the pt on 5/302006 to obtain/verify the following info: the pt took her usual prandin and glucophage oral diabetes medications. She obtained the following results on the reported meter while having some blurred vision throughout the day; 73 mg/dl in the am, 129 mg/dl at lunch time, 114 mg/dl at dinner time, and 97 mg/dl at 4:00 pm. The pt's mother called ems due the pt's persistent blurred vision. A result of 64 mg/dl was obtained on the ems at about 4:30 pm. The difference of 33 mg/dl between the reported meter and ems meter exceeds the expected value of <= 30% and/or <= 30 mg/dl. Emt's took the pt to the ER. The pt received IV glucose in the ER and was released to home. She did not know the results obtained in the ER. The pt's physician discontinued her glucophage medication following the incident. The customer care advocate (cca) confirmed that the pt used correct testing technique. The test strips were in good condition, were not expired, and had been stored correctly. Qc testing was not performed because the pt did not have a checking or control solution. The meter, test strips, and control solution were replaced. The complaint is reported because the result on the lifescan meter did not correlate with the ems meter reading taken 30 mins apart from each other. The pt had experienced blurred vision for several hrs prior to being taken to the ER where she received IV glucose treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.